Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The 6948 lead is part of the advisory for this model. Evaluation summary: (B)(4) no anomalies found.

Event description:
It was reported the system was removed due to infection. The patient had syncope, fever, chills, ms changes and (B)(6). (B)(6) positive for mobile vegetation on the right ventricular lead. No further patient complications have been reported as a result of this event.